Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
The leads were returned to the manufacturer after being explanted due to elective replacement and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.